Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a circuit board failure and an error e03 (tubing pressure sensor abnormality) a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflator unit screen went black. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.